Manufacturer narrative:
H3 other text : investigation in progress.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). Boston scientific technical services (ts) discussed with field representative to have the device reprogram. Furthermore, the device appears the faster depletion was due to the increased in atrial sensing. Subsequently, this device was explanted and returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). Boston scientific technical services (ts) discussed with field representative to have the device reprogram. Furthermore, the device appears the faster depletion was due to the increased in atrial sensing. Subsequently, this device was explanted and returned to boston scientific for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). Boston scientific technical services (ts) discussed with field representative to have the device reprogram. Furthermore, the device appears the faster depletion was due to the increased in atrial sensing. To date, the device remains in service. No adverse patient effects were reported.